Event description:
It was reported that when an intraocular lens was implanted in the eye, its haptic was found to be detached. It was removed by cutting it with vannas scissors, and the procedure was completed successfully with the back-up lens. The reporting surgeon did not notice that the haptic had been torn until it was implanted in the capsular because the setting was done as usual and requested investigation into the possibility that the haptic had been torn. There was no patient injury. The product will be returned.

Manufacturer narrative:
Unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Email address :unknown/not provided. Telephone number: 0545-61-5810. The device is not returned ; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However; to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes . Section d9: date returned to manufacturer: may 17, 2022. Section h3: device evaluated by manufacturer: yes . Device evaluation: the complaint lens was received wrapped in gauze. The complaint handpiece was received inside of the handpiece tray. Visual inspection under magnification revealed that the lens was received cut in half and with a haptic detached. The lens was cleaned and, no further issues were identified. Visual inspection of the handpiece revealed that the handpiece was received with the plunger rod extended. Inspection of the lens module revealed that the detached haptic was received inside of the lens module. The handpiece was disassembled and the assembly was inspected, no assembly issues were identified. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Corrected data: upon further review it was observed that some information were inadvertently not included in the section b5 of the initial MDR report. Also, section "g2" should have included "company representative" which inadvertently was not selected in the initial MDR report, and it was also noted that the section "g4" of the initial MDR report was inadvertently populated with the PMA# p980040 which is incorrect. The "g4" field should have been kept empty and the justification for that should have been captured to the section "h10" of the initial MDR report. In review, it was also noticed that the "health effect - clinical code 4581" was inadvertently not entered in the initial MDR report. The information has been corrected in this supplemental MDR report and the following fields were updated accordingly: section b5: the eye affected was the left eye. There was no damage to the tip of the cartridge. The replacement lens was of the same model and diopter. There was no sac laceration reported, no vitrectomy required, and no sutures used. Patient outcome was reported to be good post operation. No abnormalities during preparation of the device were reported. No further information was provided. Section g2: report source added: company representative section g4: this report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. Section h6- health effect - clinical code 4581: no code available (incision enlarged). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.